Event description:
A surgeon reported that a memory lens iol, implanted in 2000 in the left eye of a pt, has since opacified, mild opacification was first diagnosed in 2005, the intraocular lens was hazy and was causing the pt glare. Best corrected visual acuity wa 20/20 but sat glare was 20/70 os. Th surgeon state that explant will be scheduled sometime in the future.